Manufacturer narrative:
The insulin pump was received with cracked and broken off end cap. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's drive support cap was loose and occasionally fell out. Blood glucose level at the time of the incident was 173 mg/dl. During troubleshooting, customer confirmed that the drive support cap was sticking out. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.